Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged modular drill, 10° full, 30 mm (ar-9596-1030f), batch 021951, was received for investigation. Visual inspection noted: grind marks on the body. Surface damage on both the distal and proximal ends. The retention spring inside the device was damaged. Functional testing: not performed due to the extent of damage. Most likely cause: wear and tear damage incurred over time. Note: the manufacturing date is 2020. Complaint allegation: confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/7/2025, it was reported by a sales representative via (B)(4) that an ar-9596-1030f modular drill's internal attachment retention spring is broken, and was stuck to the handle. Noticed during a case during attachment, with no patient effect.